Event description:
Multiple discordant results for prostate specific antigen (psa), carcinoembryonic antigen (cea), growth hormone (hgh), sex hormone-binding globulin (shbg), and progesterone (prg) were obtained on an immulite 2000 instrument. The results were reported to the physicians. Some of the results were questioned by physicians. All the samples were rerun on an immulite 2000 xpi instrument in the same laboratory. Corrected results were reported out. Some of the discordant results were identified before being reported. There are no known reports of patient interventions or adverse health consequences due to the discordant psa, cea, hgh, shbg and prg results.

Manufacturer narrative:
Siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and identified the cause for the discordant results was malfunction of the water pump and the digital fluidics board which were replaced. The instrument is performing within the specifications. Further evaluation of the instrument is not required.